Event description:
It was reported: pt had continued pain following hip replacement. MFR found acetabular components (shell) had a small amount of mfg residue on the surface of the product resulting in non-healing due to loosening of the shell. Recall by MFR.